Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown- "report from the sales rep - during a process to drain, while passing a tube from the event unit to another trocar, the distal edge of the cannula was fractured despite giving no excessive power to the cannula. The fragment of the cannula was disposed by the facility." Additional information received july 19, 2016: the incident happened at the end of the operation, during installation of drainage procedure, while passing a tube from the event unit to another trocar or vice versa. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the tip of the cannula was fractured. The cannula wall thickness was measured and was within specification. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.